Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 425 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp suspected a pocket fill occurred on (B)(6) 2016. It was the first refill post implant of the pump. Per the reporter, the nurse who did the pump refill was very experienced and had been doing pump refills for 5-10 years. When she accessed the reservoir, she felt the silicone septum and was able to withdraw what was expected although there was a small about of blood tinged fluid. It was really difficult to fill the pump with drug. Then after the refill, they utilized ultrasound and saw fluid around the pump pocket so they aspirated that out (about 18-20cc). Then they accessed the pump reservoir again with a 1-2 mm needle insertion and this time pushed really hard, heard a click, were able to aspirate the correct amount of 3 cc of fluid, and then refill the pump with 40 ml of drug. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.